Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) caused a red alert to be declared due to high shock impedances. The patient's physcian is aware of the situation and the system remains implanted at the time (the right ventricular (rv) lead is a competitor lead) the patient will be monitored closely. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.